Event description:
A pt reported pain to her physician 4 days following placement of essure micro-inserts. An ultrasound showed that the micro-insert was not in the pt fallopian tube. A diagnostic laparoscopy was performed and it was observed that the micro-insert had perforated the cornua on the side where the pt was experiencing pain; graspers were used to remove the micro-insert. No micro-insert was observed on the opposite side and no attempt at removal was undertaken. Following removal of the micro-insert, the pt¿s pain resolved. The physician believes that the essure micro-insert was directly related to the pt¿s pain.